Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Additionally, resistance was felt when filling the cartridge during the load sequence. The customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level ranged between 86-108 mg/dl.